Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc a functionality test was performed in the claimed product and, after analysis, no connection adaptation problems were identified.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because the transfer piece did not came off the implant. There is no information about implant replacement in the same surgical act.